Manufacturer narrative:
Pump received with no motor movement or negligible movement. Retries to free a stuck motor failed during rewind sequence. Motor was tested outside of the device and failed. Problem isolated to the motor assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to motor anomaly.

Event description:
The customer reported via phone call that their insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed . The customer¿s blood glucose was unknown at time of incident. Customer reports they were able to clear the alarm(s). Customer states they are able to rewind the pump. Customer states alarm occurred during basal delivery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.